Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# v427154, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v433191, implanted: (B)(6) 2010, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 64002, lot# n336774, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: adapter. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Final analysis of the implantable neurostimulator ((B)(4)) revealed insignificant anomaly. The device was tested and normal impedances were measured on all circuits, electrode pair combinations.

Event description:
It was reported that after an extension revision intraoperative impedances were checked and the left side was normal. However, the right side was greater than 40,000 ohms at all electrodes and pairings. The surgeon retracted all screws and then re-connected twice. Each time the impedances were unchanged. The surgeon then took the right extension and plugged into the front or left port; the impedances were normal. The left extension was plugged into the back or right port; the impedances were all greater than 40,000 ohms. The surgeon then decided the back port of the implantable neurostimulator (ins) was the problem and thus replaced it. The impedances were then measured and were found to be normal on both sides. It was noted that on the explanted ins the right port was never previously used as the patient had an adaptor plugged into the left port and the right port was plugged. Therefore, the right side did not previously present a problem. Four days later it was reported that the patient was receiving effective therapy. The indications for use for this patient were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.